Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were recently hospitalized due to a high blood glucose level of 498 mg/dl and high ketones. The customer was wearing the insulin pump at the time of admission. Customer also reported a blood glucose level of 461 mg/dl. Caller stated that she was not alerted to the fact that the insulin pump was not delivering. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.